Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient came to clinic after receiving an inappropriate shock due to an svt. No other symptoms were noted. Programming changes were made.